Event description:
After the patient was implanted with a new ICD system and was in the recovery room, the hospital staff noticed that the patient's blood pressure had dropped and the patient seemed confused. Echo revealed blood in the pericardial sac. A pericardiocentesis was performed and the patient's blood pressure returned to normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.